Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found multiple interface module (mim) had noise, the indicator of ny15 is not light. The fse found the post test to be failed, checked power and tray board, found the board shocked an insect causing short circuit. To resolve the issue, fse replaced pdu fantray in m cabinet. The defective part was sent for analysis, for pdu fantray malfunction was observed and the failure was found to be pcba was defective. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device 722281 is not sold in the USA. However, a similar device 722228 is marketed in the USA under 510(k): k200917.